Manufacturer narrative:
. Section e1 - telephone number:(B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during a surgical procedure, a preloaded toric intraocular lens (iol) was found to be defective when it came out of the injector cut into two parts. As a result, the patient was left aphakic (without a lens). Account indicated that the tip of the cartridge was in contact with the patient's eye. However, the iol did not come out properly from inside the cartridge and did not enter the patient¿s eye, as it came out completely crumpled and broken from the cartridge. No further information was provided.